Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the device to be noisy. A review of the event history log found no applicable history. During the functional testing, the temperature rose very slowly and the pump was somewhat noisy confirming the customer complaint. The cause was found to be a faulty heater and pump. The heater and pump were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6)located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. D3, g1,2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not going up to temperature quick enough and making a lot of noise. It was stated by the customer that "the unit was tagged broken and no name was attached to further info acquisitions". Patient involvement unknown.